Event description:
Uretero-renoscopy - "during the uretero-renoscopy, a piece of the tip of the sheath got separated from the sheath and remained in the body of the patient. Until now, there is no injury, no pain at the patient - the physicians will keep the status monitored. When the status of the patient will stay as it is, they plan to retrieve the piece in scope of the exchange of the ureter stent - mr. (B)(6) said, that this was - from the medical perspective - an answerable action. They opened two devices of the same box to reconstruct - and the phenomenon occurred again - a part of the tip of sheath broke off." "They plan to retrieve the piece in scope of the exchange of the ureter stent."

Manufacturer narrative:
Product anticipated to return f/u will be provided upon completion of investigation.